Event description:
It was reported that during a plantar flexion osteotomy the surgeon went to remove a 1.6mm compression wire from a plate and it broke off. Both pieces were recovered with no harm to the patient or time added to the case. It was confirmed that no fragments were generated from broken compression wire. The plate remained implanted and there is no allegation against the plate. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The compression wire was returned broken. It is likely that the device was inserted and the distraction instrument was attached to the unthreaded shaft and excessive force caused the failure. There are tool marks on the olive consistent with screw removal pliers. No product issues or discrepancies were observed. The design is adequate for its intended use and did not contribute to this complaint condition. Proper use and maintenance for the device(s) are addressed in technique guides. The returned part is determined to be suitable for its intended use when used and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.